Event description:
During device usage, product melted during smoke evacuation. Manufacturer response for electrosurgical, cutting coagulation accessories, megadyne (per site reporter). Defective device was given to the clinical sales representative for return and analysis.